Event description:
PICC was found leaking and had to be replaced.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Manufacturer narrative:
The complaint has been submitted to vygon germany, which is where this part was manufactured, for evaluation. The investigation summary is as follows: we received the catheter with a sliding clamp, connected to a 10 ml syringe (not a vygon germany product), as the faulty sample. The attempt to flush the catheter with water was unsuccessful, even after "massaging" it in warm water to dissolve potential solution crystals or dried blood. Microscopic examination of the junction between the catheter tube and wing revealed no defects. In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change 3. Alcohol-based disinfectant - concerning this, in the IFU it is stated: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it" and "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. The customer reported using an alcohol-based disinfectant, which can contribute to catheter damage, and noted that the catheter was used for 47 days, exceeding the intended use limit (indicated for use up to 29 days) outlined in the IFU and the recommended usage period. Furthermore, there is a warning in the IFU: - do not overstretch the catheter as it may rupture, causing a catheter embolism. A review of the component batch history records; no deviations were found. The batch complied with their specifications and was released accordingly. Each catheter is flow and leak tested during production as part of quality control process. Corrective action: since the investigation of the returned sample revealed no defects, vygon germany quality management has not initiated any further corrective action at this time. Additionally, the customer reported that the catheter had been in use for 47 days before the leakage occurred, indicating that the issue is unlikely to be manufacturing-related. Any manufacturing defects that could cause a leak would likely have been detected during the initial flushing of the catheter. The catheter's use of 47 days exceeds the intended use limit of 29 days specified in the IFU. We recommend following the intended use as outlined in the product IFU.

Event description:
PICC was found leaking and had to be replaced.